Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change and lead revision procedure. It was noted that the right atrial lead exhibited noise over-sensing. The lead was capped and replaced on (B)(6) 2025. The patient was stable.

Event description:
New information received notes that the patient was presented for a follow up in clinic. The oversensing of lead noise led to an inappropriate mode switch.